Event description:
The patient was transferred to the commode using the sara flex device. During the transfer back to bed, the patient slid out of the sling used with the lift and was assisted to the floor by staff. No injuries to the patient or staff were reported.

Manufacturer narrative:
Interviews conducted with the staff present during the incident indicate that the patient demonstrated an inability to follow directions when experiencing stress. Following toileting, the patient became fatigued and reportedly began to actively resist the transfer process. While in a standing position, the patient raised his arms above his head and subsequently slid out of the sling. It was established that the patient¿s functional status declined rapidly after voiding, shifting from a moderate/partial-assist level during standing to a maximum/total-assist requirement. Although staff recognized this decline, they proceeded with the transfer attempt. The sara flex device is designed for patients who have ability to bear weight on at least one leg and maintain some trunk stability and have ability to sit on the edge of the bed without full support. If the patient does not meet these criteria, an alternative equipment or system should be used. The sara flex instructions for use (04.kl.00.en rev. 8 from dec 2023) include information how to perform transfer. There is included information to determine if sara flex is the appropriate equipment to use for the patient, and to select and apply sling. There is also described to ask or assist patient to place his hands on the dedicated handles and inform that the sara flex to be raised to a standing position. IFU contain the following warnings: ¿to avoid injury make sure the patient is participating. If not, consider to end the transfer, return the patient to a sitting position and reevaluate the choice of equipment.¿ ¿to avoid injury, a full clinical assessment of the patient¿s condition, and suitability must be carried out by qualified personnel, before attempting to use sara flex.¿ the incident resulted from a combination of the patient¿s post-void physical deterioration and unsafe patient behaviors. No deficiencies were identified in the lift or sling; both met their specifications. They were used as a system for patient transfer and therefore played a role in the incident. The complaint was assessed as reportable due to the allegation that the patient slipped out of the sling during transfer.